Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported that they experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the arm. On (B)(6) 2024, the patient was exercising and went to the supermarket and the gym. The patient experienced a headache, nausea and was irritated. No cgm reading from that time was reported but when the patient was able to later take a fingerstick, the cgm reading was 110 mg/dl, and the blood glucose reading was 592 mg/dl. An ambulance was called, and the patient was brought to the hospital. When a fingerstick was taken at the hospital, the blood glucose reading was 400 mg/dl. No cgm reading was reported from that moment, but a new sensor would have been placed already by then. The patient was treated with insulin and received 3 bags given intravenously. Furthermore, blood and urine tests were done, but no further results were reported regarding this. The patient was discharged on the same day, and at that time the cgm reading was 215 mg/dl, and the blood glucose reading was 250 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.